Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014

Event description:
Related manufacturer reference number: 2017865-2023-02398, related manufacturer reference number:2017865-2023-02405. It was reported that the patient presented for a scheduled battery replacement. While checking the patient post procedure it discovered that the atrial and ventricular lead had been switched in the device header. The patient was brought back into the procedure room to correct the lead connection in the device header. During the procedure while inserting the lead into the header the torque wrench would not engage the set screw. A second wrench was used, and the set screw was tightened. Upon inspection of the first torque wrench, it was noted that a set screw was on the tip of the wrench and fully removed from the pacemaker. The physician attempted to reinsert the set screw but was unsuccessful. The pacemaker was explanted, and a new pacemaker was implanted. The patient was discharged.